Event description:
It was reported that the patient's injury happened while performing a left atrial procedure. There was a perforation of the left atrium resulting in pericardial effusion and hypotension blood pressure dropped approximately 20mmhg. A moderate effusion around the ra was confirmed by ice. Pericardiocentesis was performed and approximately 300cc was withdrawn. The patient was then stabilized and the drain was removed later that day. This event occurred during an afib ablation procedure after approximately 45 minutes of ablation at 35w-40 w. The temperature never exceeded 39 degrees and the impedance did not exceed 140 ohms.

Manufacturer narrative:
The concomitant products: carto 3 rmt system model# m-5830-01, serial# (B)(4). Stockert 70 system model# m-5463-01, serial# (B)(4). Coolflow pump model# m-5491-02, serial# (B)(4). Manufacturer ref# (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Manufacturer ref (B)(4).